Event description:
A doctor reported the tip was occluded and the alarm did not sound during a cataract procedure. The pt experienced a thermal burn on the cornea. The "needle" was replaced and the procedure was completed. The pt required a suture repair of the wound.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).